Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: "saline deflation"; implant "was completely deflated", "rupture probably was secondary to a capsular contracture", baker grade unknown. Clarification to d6a implant date: 1998 (year only received.) Clarification to d4: device: mcghan 240cc device was noted in op. Report.

Event description:
Healthcare professional reported "saline deflation"; implant "was completely deflated", "rupture probably was secondary to a capsular contracture" baker grade unknown and "recurrent symmastia". This record is for the right side. The device was explanted and replaced. Capsulotomy performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ symmastia: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "saline deflation"; implant ¿was completely deflated¿, ¿rupture probably was secondary to a capsular contracture¿ and ¿recurrent symmastia¿. This record is for the right side. Device was explanted and replaced.